Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 year and 2 months after the primary surgery, the surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 6 may 2025: lot 2313923: (B)(4) items manufactured and released on 02/08/2023. Expiration date: 13/07/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-sphere 02.12.0023r femoral component sphere cemented size 3+ r (k140826) lot 2316299: (B)(4) items manufactured and released on 22/11/2023. Expiration date: 06/11/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e0312fr tibial insert fixed sphere flex size 3/12 mm r e-cross (k202022) lot 2336590: (B)(4) items manufactured and released on 22/09/2023. Expiration date: 04/09/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.